Manufacturer narrative:
(Super) poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received via medical records on (B)(6) 2009. On (B)(6) 2007, the pt experienced a low copper level. On (B)(6) 2009, the pt experienced a high zinc level. At the time of this report, the outcome of the events was unk. Follow-up info was received on 12 april 2010 via a tolling agreement. The pt experienced neurological injuries due to the ingestion of poligrip. Medical records received 14 may 2010: on (B)(6) 2006, the (B)(6) pt was seen by a neurologist for leg pain and gait instability beginning in 2001. She noticed at the time that her right foot became numb starting with her toes and spreading across the bottom of her foot before spreading to the other foot and up to the mid-calf. She could not sleep at night due to pain, stated her feet felt cold, felt like "dead weight," and were causing problems with her balance. This caused her to fall often, and the pt also noted some hand pain. The neurologist felt the pt's symptoms and exam were consistent with myelopathy. It was noted that the pt had tried prednisone, gabapentin, and baclofen with little relief. At follow-up on (B)(6) 2007, the pt continued to have severe problems with her legs with numbness, weakness, cold feeling, pain, jerking at night, and balance difficulty. The etiology of the problems had not been discovered and she was noted to be on lyrica and neurontin and was started on requip. This case was not considered serious by gsk.